Event description:
It was reported that the ilet user experienced a low glucose episode after announcing a more-than-usual dinner, and the spouse monitored the user for approximately two and a half hours. Education was provided on enabling and disabling limited access mode with a password, and oral glucose was used for treatment in line with meal announcements and correction-use practices. Symptoms included hypoglycemia with a nadir of 39 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user, collection and analysis of information provided by the user, and troubleshooting and education on pump operation. Investigation of this case revealed no device problem and identified a usage-related issue involving an improper or incorrect procedure associated with meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.